Event description:
It was reported that the patient presented in the operating room for a mechanical valve and ICD system replacement due to infection. After the explant procedure, conductor cables were seen to be protruding through the outer insulation via direct visualization. The lead exhibited normal electrical characteristics while implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was returned in three segments for analysis. External insulation abrasion was noted at 4.6-5.1cm from the proximal end of the middle segment, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.